Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (alarm 1) with multiple cartridges during the load sequence. Customer's blood glucose was 120 mg/dl. Customer reverted to manual injections for insulin therapy.